Event description:
It was reported that the right ventricular (rv) lead had visible noise on the ventricular channel and decreased r-waves. It was noted that the noise was reproducible with light isometrics. Since the physician is unable to program around the noise and maintain the safety margin the physician indicated that the patient will be scheduled for a lead revision. The lead currently remains in use. Nopatient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).